Event description:
The patient is reportedly experiencing sound quality issues with her internal device as well as experiencing a decrease in sound performance. Testing of the device showed that it is functioning. Surgery to explant the patient's device has been discussed.